Manufacturer narrative:
The reported event of the setscrew could not be tightened to secure the lead in the connector was confirmed. Analysis revealed that the user/physician was making incorrect torque wrench insertions into the setscrew inset. The wrench was being inserted off-center and at angles which caused punch-outs from the septum. These septum punch-outs landed in the setscrew inset and was filled up with the punch-outs. The punch-outs filling the inset blocked the wrench tip from inserting into the inset so that the setscrew could not be engaged or tightened. For lab testing, the punch-outs were removed out of the setscrew inset. A torque wrench could now be fully inserted into the inset, and the setscrew could be tightened normally down on the lead holding it securely in the device connector. This anomaly is related to the user/physician's incorrect use of the wrench.

Event description:
During implant procedure, the set screw of the header of the device was not able to be tightened. The device was not implanted, and a new device was successfully implanted to resolve this event. The patient was stable.